Event description:
It was reported that the customer had high blood glucose levels of 455mg/dl. Customer also reported that her infusion set is leaking and she is using expired infusions sets. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.